Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was a hole where foreign matter remained. It was confirmed that the instructions for use (IFU) is being implemented. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue was confirmed and the following was found at evaluation: there was foreign material in the forceps channel. Additional non-reportable issues found were the following which were all replaced: insertion section biopsy channel pinhole, insertion tube was scratched, insertion section distal end rubber was scratched and control section right left angulation lock rotation was out of specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had the possibility of flooding inside the unit. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was residual fluid or foreign matter in the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.